Manufacturer narrative:
The device was not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient's device was explanted three months after implant due to improper wound healing. There have been no further reports of complications. Follow up report indicated that the patient was receiving good pain relief from the therapy.